Manufacturer narrative:
The referenced cable will not be returned as the cable was discarded following the procedure. The exact cause of the reported event could not be determined. However, based on similar device/events, the most probable cause of the reported event can be attributed to improper handling, overload by application of external bending and/or tensile forces by the user in combination with exceeded service life. The olympus sales representative informed the user facility that according to the instruction manual, this cable has a life of one year and to not use it after one year period. The instruction manual warns the user: "visually inspect the cable and the plugs for irregularities on the surface. Do not use a cable with brittle or defective insulation. Do not use the hf cable after one year of use. Replace the cable.¿

Event description:
Olympus was informed that during procedure, the cable burned and caught fire. The cable was separated at the male connector end that connects to the generator. The cable was replaced and the intended procedure was completed using another similar cable. There was no patient or user injury reported.

Manufacturer narrative:
This report is being submitted to provide additional information from the original equipment manufacturer (OEM) and to update sections. The OEM conducted a DHR review which showed the referenced device was manufactured according to valid instructions and met all specifications. A manufacturing and quality control review was performed for the concerned lot number without showing any non-conformities or deviations regarding the described issue.